Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for fecal incontinence and urgency frequency. The trial began on (B)(6) 2024. It was reported that the patient was experiencing new urinary/bowel symptoms of gas which was not baseline. The patient was also experiencing fever. The issue was still ongoing. The patient was hospitalized. The patient stated that they went to the emergency room and spent two days in the hospital. Antibiotics was required as they could not figure out what was causing the fever. Additional information was received on (B)(6) 2024. The patient had been experiencing gas.